Event description:
This notification was opened for review for information received that the simply go device was returned to a third-party service center with an allegation of smell of burning. During the evaluation of the device, the third-party service center visually inspected the device and found that the pca was burnt, it has to be replaced and sieves were clogged, they have to be replaced. In addition, inlet filter will be replaced due to preventive maintenance, the compressor was defective, it has to be replaced, and check valve cover was cracked, it has to be replaced. The device has been forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.